Manufacturer narrative:
Investigation: the disposable sets were received for evaluation. The sets were visually inspected. No abnormalities were noted. Samples were taken from the sets and tested for hemolysis. Hemolysis was confirmed, however the sets may have been affected by uncontrolled temperatures during shipping. No deformation of the red blood cells was noted under magnification. Hemolysis testing was performed on the cationization and super-cationization membranes, with hemolysis found. Reserve samples for this lot were visually examined, and the solution volume and solution composition were tested, with no abnormalities noted. The manufacturing records were reviewed with no issues noted. Root cause: a definitive root cause could not be determined. It is possible that the cationization levels of the filters is causing the hemolysis. Hemolysis can also be caused by the following:-characteristics of blood, e.g. Red blood cell fragility-bacterial contamination-excessive cooling-filter clogging corrective action: an upper limit of the average cationization level has been established and implemented in lots now being manufactured.

Event description:
The customer reported they discarded two units of red-tinged plasma that they believe were hemolyzed. The red-tinge was discovered post-donation during component preparation. There was not a transfusion recipient or patient involved at the time of the component processing, therefore no patient information is reasonably known at the time of the event. This report is being filed due to a device malfunction that has the potential for injury.